Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ I had hysterectomy to get rid due to pain and complication') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding:menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder/urinary problems: urinary probs"), alopecia ("other injuries/symptoms:hair loss"), visual impairment ("other injuries/symptoms:vision problem"), abdominal distension ("bloating"), post procedural complication ("I had hysterectomy to get rid due to pain and complication") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy. (Bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, urinary tract disorder, alopecia, visual impairment, abdominal distension, post procedural complication and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dyspareunia, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder and visual impairment to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dyspareunia, menorrhagia, urinary problems, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: information received via social media. Event¿ abdominal pain lower¿ was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ I had hysterectomy to get rid due to pain and complication') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding:menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder/urinary problems: urinary probs"), alopecia ("other injuries/symptoms:hair loss"), visual impairment ("other injuries/symptoms:vision problem"), abdominal distension ("bloating") and post procedural complication ("I had hysterectomy to get rid due to pain and complication"). The patient was treated with surgery (hysterectomy (full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, urinary tract disorder, alopecia, visual impairment, abdominal distension and post procedural complication outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder and visual impairment to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dyspareunia, menorrhagia, urinary problems, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events I had hysterectomy to get rid due to pain and complication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder / urinary problems: urinary probs"), alopecia ("other injuries / symptoms: hair loss"), visual impairment ("other injuries / symptoms: vision problem") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, urinary tract disorder, alopecia, visual impairment and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder and visual impairment to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dyspareunia, menorrhagia, urinary problems, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs received - previously reported event "injury" replaced with "pelvic pain", events - "abdominal pain, dyspareunia, menorrhagia, urinary problems, hair loss, vision problem, she did not undergo essure confirmation test", reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.